Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device revealed stent damage. A strut in row 1 at the proximal end of the stent was raised. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(4)-2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The 84% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx). The lesion was predilated with a 3.0x20mm maverick balloon. Next, the 4.0x28mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The lesion was further dilated with a balloon catheter and another of the same stent was used to complete the procedure. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.